Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was experiencing shocking sensation and therapy had become less effective. As such, the ipg was explanted and replaced to address the issues. Reportedly ineffective therapy and the shocking sensation resolved with the replacement of the ipg.